Event description:
Pt reports defective needle with syringe - 1ml tb w/27g x 1/2" ndl (b-d): lot # 7031969 cav01, exp 01/31/2022. She reports the needle was discolored and on the hub of the needle pt said there are 4 squares and on one of them there is hard cement like substance. Pt also mentioned that a plastic piece was not on the section. Pt states default was in the hub of the needle somehow. Therapy start date: (B)(6) 2017; therapy end date: (B)(6) 2017. Pt uses syringes for intron a 18mm unit/3 ml mdv 00085-1168-01.